Manufacturer narrative:
The customer performed pre-sipper primes and regent primes. Qc was then within acceptable limits. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas e 801 analytical unit. Sample ID (B)(6) initial elecsys tsh assay result was 0.11 mu/l and repeat result was 1.84 mu/l. Sample ID (B)(6) initial elecsys tsh assay result was <0.05 mu/l and the repeat result was 0.27 mu/l. Sample ID (B)(6) initial elecsys ft4 assay result was >100 pmol/l and the repeat result was 16.8 pmol/l. Sample ID (B)(6) initial elecsys ft4 assay result was >100 pmol/l and the repeat result was 16.4 pmol/l. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer replaced the sipper, both tubings of the detection unit, and tubings between the pinch valves and the sipper syringes. The investigation determined the service actions resolved the issue.